Event description:
It was reported that the customer had issues during prime/rewind. Troubleshooting was performed. The caller stated that insulin continues to drip after the motor stops during the manual prime process. It was mentioned that the device also alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.